Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: black floating particles.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Photos were provided for evaluation. In the photos a black particulate can be seen floating in the solution, however we were unable to test or measure the particulate in order to determine if the particulate could have originated in the manufacturing process or if the size of the particulate was within the product specifications. It should be noted that this particulate was in the solution above the product filter, and the filter would remove any particulate greater than 1.2¿m. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformance's of this nature. If additional pertinent information becomes available a follow-up report will be filed.